Event description:
The pt underwent a sling procedure in 2005 for mixed incontinence. There were no intraoperative or immediate postoperative complications and the pt was discharged on the 2nd day with a normal voiding pattern. Cystitis of moderate severity from 4 months later for 9 days was reported at the 6 month follow up. The pt was treated with cefactor, flavoxate hcl, and standardized lyophilized mixed bacterial lysates.

Manufacturer narrative:
Conclusion: tvt-o is indicated for the treatment of stress urinary incontinence but is frequently used in mixed incontinence cases where the stress component is dominant. Cystitis occuring 5 months post procedure would not be related to the device or procedure. Suburethral slings are not intended to treat or prevent urinary tract infection. In the immediate postoperative period, any procedure in which the bladder is instrumental (catheter, sounds, etc.) Is associated with the risk of the development of urinary tract infection. In the long term, any female is at risk for urinary tract infection, particularly if they are sexually active. The development of a urinary tract infection following suburethral sling is not the result of the device itself.